Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to charge their implant as their battery appeared to be tilted sideways. The rep tried to read the implant with the (B)(4) (tablet). A revision would occur soon. The issue had not resolved at the time of the report. Surgical intervention was planned, but not yet scheduled. The event occurred in (B)(6) 2019.